Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were returned for evaluation. Therefore, a physical investigation was performed for the catheter and guidewire. During physical investigation the catheter was received with the guide wire and the drape. The received guide wire was found broken at 32 cm from the tip. The test guide wire went through without any resistance. Aspiration test was performed, and nominal aspiration level was achieved. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the common femoral artery via ipsilateral approach, the device allegedly served the guidewire. Reportedly, the broken part of the guidewire was removed using a snare device. There was no reported patient injury.